Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer died on (B)(6) 2014. The mother of the customer reported that the customer died due to sepsis. It was unclear whether the customer was wearing the insulin pump at the time of death. The mother of the customer reported that she does not know where the insulin pump was at the time. No additional information was provided.